Event description:
A malfunction was reported, with no preceding notable events and a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if the issue happens again, which the customer understood.